Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the r-waves were reported to be adequate through the analyzer but low through the device 15 minutes post fixation. No further information was provided, so the status of the lead is unknown. No patient complications have been reported as a result of this event.